Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgery on (B)(6) 2017 to address an ongoing ipg issue (reference MFR. Report: 1627487-2017-05504.) During the procedure, the physician inadvertently cut the paddle lead. As such, the lead was explanted and replaced. The ipg remained implanted.